Event description:
It was reported that the patient was undergoing generator replacement surgery and high impedance was identified, which caused the generator to be unable to deliver the full output current. The physician offered to program the device off, but the patient's mother declined. The patient was referred for full revision surgery. It was later reported that the patient was hospitalized shortly after the high impedance was identified due to status epilepticus. The patient had generator replacement surgery only. The impedance after the generator change was within normal limits, indicating that the high impedance may have been related to incomplete pin insertion. Diagnostics were performed on the old generator prior to surgery, which showed high impedance. The surgeon decided to see if pin insertion was the cause of the issue, so he removed the pins, cleaned them, and inserted the pins back into the generator. The impedance was then within normal limits. At that time, the surgeon decided to replace only the generator due to the ifi=yes status of the device. No further relevant information has been received to date.

Event description:
Data was received, which indicated that the most recent change in impedance was from the day before the generator replacement surgery. The impedance went from high impedance to normal impedance. At the surgery, high impedance was seen during a system diagnostic test. Another system diagnostic test was performed later, most likely corresponding to after the lead pin was re-inserted, and the impedance was within normal limits. The generator was received, but analysis has not been approved to date. No further relevant information has been received to date.

Event description:
Analysis on the generator was approved. Various electrical loads were attached to the generator, and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The connector boot functional test, designed to verify proper lead cavity dimensions in the header area passed. A bench dual pin lead, fully inserted into the pulse generator header (lab conditions) past the connector blocks. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.